Event description:
It was reported to philips that the flexvision monitor on the allura device turned off abruptly. The issue was identified during clinical use. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, system was in planned/non-emergency treatment of congenital and structural heart procedure which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor in the room abruptly turning off. Fse found that fans were not working properly, causing the monitor temperature to rise until it shut down. Fse cleaned the air inlets and outlets and removed the monitor's rear covers to improve ventilation and prevent it from shutting down due to thermal issues, after which system was returned to use in good working order. The codes were updated based on the investigation outcome.